Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel, using peracetic acid. The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. According to the evaluation, the following was found. Insulation had a failure at the distal end. Light guide lens was chipped. Ccd lens was chipped. Switch rubber had a cut. The device cover was cracked. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate. The device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, micrococcaceae and acinetobacter iowoffii (3cfu/endoscope) were detected from the sample collected from the all channels of the subject device. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.